Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked after placing into the catheter.

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked after placing into the catheter.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) within its advancer tubing and a lidstock for evaluation. The guide wire was observed to be separated at the proximal end with the proximal weld missing. The swg was returned in two sections. Microscopic examination confirmed the distal weld was present and observed to be full and spherical. The overall length of the core wire measured 336 mm which is no within the specification of 449.2-458.8 mm per guide wire product drawing. This implies that at least 113.2 mm of core wire was not returned. The outer diameter of the undamaged portion of the guide wire measured 0.509 mm which is within the specification of 0.508-0.533 mm per guide wire product drawing. The undamaged portions of the swg were advanced through a lab inventory 20ga introducer needle to functionally test the guide wire. The guide wire passed through with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire was separated during use was confirmed through examination of the returned sample. The guide wire was observed to be separated at the proximal end with the proximal weld missing. The swg was returned in two sections. The guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.